Event description:
It was reported that due to reoccurring incontinence the patient had his artificial urinary sphincter (aus) explanted. No further patient complications related to this surgery were reported.